Manufacturer narrative:
The customer¿s experience with the ¿syringe plunger was sticking¿ was confirmed through physical inspection. However, the syringe module passed all functional testing performed and was not replicated during testing. The plunger assembly does not move with ease, the tube drive is bent at the bottom of the arm which is causing more friction in the assembly against the flange gripper, guide rod, carriage block and/or the top plate. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the syringe plunger was sticking in the anesthesia during use on an adult patient. There was no patient harm.